Manufacturer narrative:
Correction: the initial report was submitted in error. The report of discoloration is not a reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during inspection prior to use on a patient, the tube was found dirty. There was no patient involvement.